Event description:
A site representative, biomed, reported a stripped screw on a medium suretrak clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement suretrak ii medium clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the adjustment screw threads are not stripped, as reported. The clamp adjustment is fully functional. However, there is foreign material pushed into the hex head making it difficult to insert a tool and make adjustments. Physical damage, foreign material present, did not cause the event.